Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed on the photograph and a crack in the tip of the mini cap was identified. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had cracks. This issue occurred when the minicaps were screwed on to the transfer set. There was patient involvement. There was no report of patient injury or medical intervention associated with this event. The patient received unspecified prophylactic antibiotics. No additional information is available.